Manufacturer narrative:
Analysis was normal. The device was tested on the bench and high voltage charging was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device subject of a recall was explanted and a new device was implanted. The patient condition was stable.